Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an avx thrombectomy system. The pump, and tip were microscopically examined. The piston was punctured through the boot as received. It was observed that there were numerous kinks in the shaft close to the manifold. The device was inserted in to the ultra-console for functional testing, the device primed and pump went into thrombectomy mode and operated the device for 60sec in thrombectomy mode there were no irregularities noted during functional testing. A dye test was performed to determine if the avx catheter was aspirating the device was functioning properly and aspirating as it should have. The tip of the catheter was intact and no damage was observed to the tip of the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An avx® thrombectomy set was selected for a dialysis graft thrombectomy procedure. During the procedure, the catheter was working however, when the evacuation bag was almost half full the catheter was not working anymore, it was not sucking anything out. The catheter tubing was clear. It was alleged that it was air coming back into the tubing and that the catheter was damaged at the tip. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.